Manufacturer narrative:
Correction: review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the turnbuckle rod swivel screw was damaged and replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a turnbuckle screw in the gantry of the imaging system was damaged. There was no patient present when this issue was identified. No additional information was provided.